Event description:
Caller reported the buttons of the pump are working intermittently. Caller stated there are times when the buttons are not responding at all and then again the buttons will work after pressing them several times. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).